Event description:
It was reported that the autoclavable camera head had a scope error connection b30. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - first name: (B)(6). E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent in electrical contacts and damage on board unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image cannot be displayed (scope communication error b30 appears). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.